Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There are 32 non-sustained tachycardia (nst) episodes with v-v intervals <(><<)>220 ms between (B)(4) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(4) 2016 for ventricular sensing integrity counter (sic) and nst¿s. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The right ventricular pace impedance was steady at approximately 591 ohms through (B)(4) 2016, then spikes to 1007 ohms (B)(4) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter); 9697 ventricular sic since last session 26.469 days ago. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. There are 3 inappropriate shocks delivered on (B)(4) 2016 due to non-physiologic oversensing.

Event description:
It was reported that during a device check, numerous episodes that appeared to be lead noise were noted. The patient was scheduled for a lead revision next month. It was further reported that approximately three weeks later, the patient was getting a haircut with ungrounded hair clippers and inappropriate shocks were delivered due to lead noise oversensing. A device check indicated that the lead integrity alert (lia) triggered. There was high sensing integrity counters (sic) and one high pacing impedance reading. Noise was also present with isometrics. A fracture was suspected. The parameters on the lead were reprogrammed and the lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.